Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2023, the patient underwent a tha with the product in question. After attaching the sz5 rasp to the product in question and rasping, the surgeon tried to remove the sz5 rasp from the product in question but was unable to do so. The surgery was performed using other rasp handle without any problems. The surgery was completed successfully without any surgical delay. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that summit universal broach handle presents an overall worn condition consistent with normal and repetitive use over a long period of time. Additionally, impaction marks and nicks were observed on areas of the handle that are not intended for impaction. Functional test performed with mating sample (257000150) revealed that the handle was able to secured and disassembled the device properly. The reported condition was not replicated. The overall complaint was unconfirmed as the observed condition of the summit universal broach handle would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent a tha with the product in question. After attaching the sz5 rasp to the and rasping, the surgeon tried to remove the sz5 rasp but was unable to do so. The surgery was performed using other rasp handle without any problems. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.